Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Customer stated that the rail for the bed was missing a screw and was hanging off of the bed. She also stated that the hand pendant was working intermittently.